Event description:
The customer reported the failure of a (B)(4) ECG lead set. No patient incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.